Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported that (secondary) medication doses are not being delivered as a result of "nurse forgetting to open the roller clamp" on secondary tubing. This reportedly occurred despite of the message "open secondary clamp, then press start" displayed on the pcu screen during programming of secondary infusion. There was patient involvement but unknown outcome. Bd insight consultant has reached out to the customer and shared best practices to help mitigate the use issue. Additionally, it was discussed with the customer the additional safety feature included in alaris software version 12: there is now an additional screen that appears after hitting start that must be confirmed and acknowledged before the secondary starts.